Event description:
Note: the date of event is unknown it was reported to boston scientific corporation that a jag precursor guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (patient gender, age, and weight are unknown). According to the complainant, when the cannulation was attempted with this extended wire and a 5fr cook enbd tube, the 2cm distal tip separated; it was advanced and pulled back. The distal tip remained in the pancreatic duct. After that, a stent was implanted in the duct. The distal tip has remained between the stent and the duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Only a small sliced portion of the pebax was returned for analysis with a fragment of the catheter used in the procedure. The complaint has been confirmed, based on the investigation conducted. Based on the physical appearance of the returned devices fragments, the failure was most probably caused by a sharp device or metal cannula used during the procedure.